Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubing through vl14 to vc26 (differential/reticulocyte chamber) to be blocked by an occlusion in the chamber port. The fse cleaned the line and removed the block. That repaired the leak and the unit was operating normally. Identification of failure modes: occlusion in the tubing through vl14 to vc26 (differential/reticulocyte chamber). No erroneous results were generated in connection with this event. The failure mode identified is likely to generate erroneous results for differential/reticulocyte parameters due to carryover or improper sample dilution resulting from an occlusion (clog) within the chamber port. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer stated that they were getting high reticulocyte backgrounds on the lh750 instrument that returned to normal after performing cleaning and repeating startup. They also noticed clear fluid had leaked from the flow cell area. The volume of leak was about 100 ml and was not contained within the unit. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.